Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced difficulty establishing a connection with the ipg following an unrelated surgical procedure. It was reported the patient demonstrated a lack of proficiency when using the patient controller( pc). After several tries, the patient was able to open the pc app and the generator list was displayed . The patient then tapped the pc multiple times, but the screen did not respond. However, the clinician programmer (cp) app did respond when the information button was selected. The pc app was closed and re-opened, but the issue continued. Follow-up information revealed a company representative met with the patient for troubleshooting and was able to resolve the issue.